Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause of the system error 2240 was use error: the hp stated that they disconnected one of the supply lines and switched the bags earlier. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated that they disconnected one of the supply lines and connected it to a different bag earlier in therapy. The technical service representative (tsr) advised the hp to disconnect then restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp. The hp switched the lines to the bags around because they were confused with their setup. The hp stated they understood it was not proper procedure. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.